Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study no: (B)(6). Clinical adverse event received for possible infection of right shoulder incision. Device and procedure (relatedness). Device related: not related. Procedure related: possible. Date of event: 29 dec 2025. Date of implant: (B)(6) 2025. Date of revision: no information provided. Device location: right. Treatment/impact: hospitalization, diagnostic intervention (venous duplex, ultrasound, MRI, xray), injected medication (vancomycin ivpb 2000mg, piperacillin-tazobactam IV 4.5mg), oral/topical medication (lidocaine 5% patch, acetaminophen-codeine 300-30mg, po linezolid 600 bid and augmentin 875 bid x 1 week).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A search of the depuy synthes nonconformance (nc) quality system found no nc¿s associated with this product<550011240>/lot<664506> combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a search of the depuy synthes nonconformance (nc) quality system found no nc¿s associated with this product<550011240>/lot<664506> combination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 concomitant. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.